Event description:
The device was being utilized on a pt for gastrostomy feeding. Sometime following placement, the balloon deflated and the catheter migrated. The pt rec'd some feeding into the peritoneal cavity. As of 8/22 the pt's condition was stable.